Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Inspection of the device revealed that the y-axis had debris built up which caused it to move incorrectly. Fse cleaned the part and added tri-flow. Fse was subsequently able to run ten patient samples and quality control (qc) with no errors. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 10apr2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters the stand-by state. 709 y1-axis error: 1) operation error in y1-axis 2) unexpected home sensor and limiter sensor signals are monitored during y1-axis operation (refer to error log in "4.10 how to read the log") 3) a) incorrect y1 mechanism operation b) y1 motor fault c) drv2 board fault d) cb1 board fault e) asm board fault 4) a) inspect the y1 mechanism b) inspect the y1 motor c) inspect sensors d) inspect boards the most probable cause of the reported event is due to the y-axis needing lubrication.

Event description:
It was reported that the customer primed the device, heard a loud knocking noise, and then received "709 y1-axis error with their g8 analyzer. Fse was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: h6, h10 h6: conclusion code: 63; device repaired and returned h10. Corrected dates for complaint histoy review: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6)2017 through aware date (B)(6)2018. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.